Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 4.00 x 28mm synergy drug eluting stent was advanced for treatment. However, the stent strut flared preventing the device from crossing the lesion. The procedure was completed with a new synergy stent. There were no patient complications reported.